Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 153 mg/dl. It was also reported that the cartridge difficult to insert onto the pump. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.